Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device identified adhesive from the manufacturing process which did not appear to occlude the flush line of the device. The presence of this adhesive is expected per the manufacturing process; therefore, the allegation of foreign material is not confirmed.

Event description:
It was reported that a farawave 31 mm during insertion to treat an atrial flutter (af), had a blue hue with gel-like appearance of/inside the irrigation tubing for the farawave. This was observed by the physician, flushing was done to attempt to flush out material if there was any, but no change was seen. To solve the issue the physician preferred to change the device, then the procedure was completed without patient complications. The device was returned for analysis.

Event description:
It was reported that a farawave 31 mm during insertion to treat an atrial flutter (af), had a blue hue with gel-like appearance of/inside the irrigation tubing for the farawave. This was observed by the physician, flushing was done to attempt to flush out material if there was any, but no change was seen. To solve the issue the physician preferred to change the device, then the procedure was completed without patient complications. The device is expected to be returned.